Event description:
Customer reported the alarm will not power on. The batteries have been replaced with a new supply. Customer reported that this was discovered during set up but could not provide a date when found. No patient incident or injury was reported.

Manufacturer narrative:
Evaluation codes: results: (other) - evaluation of the returned alarm did not confirm the reported issue; the alarm powers on with batteries each time it was tested. The red led light at the nurse call test fixture turns on and off when the nurse call cable is moved. The nurse call receptacle is damaged but still securely holds the nurse call cable. Unit passes all other functional tests. There are cracks on the dust covers, glue residue on the front enclosure and rattling sound inside the unit. (B)(4).